Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead will be revised due to oversensing. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut 14 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between, an approx. 7 cm segment of the lead body was missing. The available lead fragments were visually analysed, showing a rubbed through insulation between 12 cm and 6 cm proximal to the lead tip. This damage can be considered to be the root cause of the reported oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore, the shock coil was deformed, resulting most likely from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.